Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The wife reported via phone call that the customer had no delivery alarms on the insulin pump. The wife stated they were advised to change out the site, but the alarm persisted after a site change. Customer reported receiving several no delivery alarms. The customer also reported experiencing high blood glucose. Customer's blood glucose was over 300 mg/dl. The wife stated they would call back. The insulin pump will not be returned for analysis.